Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to mechanical issues. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the mechanical issues were caused by fluid loss in the device. The source of the fluid loss was the device's tubing caused by "wear and tear" causing the device not to inflate. The patient did not experience any adverse events and was said to be good following the procedure. No more information available at the moment. Should additional information become available, it will be provided.